Manufacturer narrative:
(B)(4). To date, the incident pump has not been received for evaluation. If the pump is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that before inserting needle into patient for an ablation procedure, it was found that the pump would not work. The procedure was aborted. No patient injury occurred.